Manufacturer narrative:
Product analysis as found condition: the phenom 27 catheter was returned for analysis within a shipping box; and within plastic bio-pouch. Damage location details: no flash or voids molded were observed in the hub. No damage was found with catheter hub. The catheter body was found to be kinked at ~58.2cm and ~96.0cm from proximal end. The catheter tip and marker were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ an ¿catheter kink/damage¿ were confirmed as the phenom 27 catheter was found to be damaged. Possible causes include incompatible devices, patient vessel tortuosity, flush rate too low, catheter damage or device damage, guidewire or delivery system damage, material occludes catheter, insufficient catheter flushing or lack of continuous flush, insufficient guidewire or delivery system hydration. It was noted the patient's vessel tortuosity was moderate. Which eliminate this factor out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-oct-31 (B)(4) (rep, hcp, for): medtronic received a report that the physician found the phenom27 was difficult to push and found out the distal part was not smooth when took out to check. All the system worked smoothly after changing to a new phenom27. Catheter resistance was in the distal section. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for cardiovascular, flow diverter treatment. It was noted the patient's vessel tortuosity was moderate. Access vessel was the internal carotid artery to m1 with a diameter of 3.5mm. Additional information was received. The physician reported feeling resistance when pushing and pulling the phenom 27 within the sofia 5f and rhv. The phenom 27 also experienced difficulty navigating the anatomy. The cause of the event and whether "distal part was not smooth" referred to catheter kink or damage could not be determined. No issues were reported with the pipeline device. Ancillary devices include a benchmark 071 guide catheter, phenom 27 microcatheter, tracerse guidewire, and pipeline, ped2-425-16.